Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the catheter deflection mechanism is not functioning, and the catheter does not bend. There was no patient injury or medical intervention and extended procedure time reported was half an hour. These are commonly used devices that are readily available.